Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled. It was stated the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at manufacturing site, the issue with corrosion on the spring arm indicates that cleaning agent residues passed through the painted surfaces, leads to its degradation and to corrosion of metals by chemical reaction. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the contact time with chemical products, to wipe the device with a dry cloth to make sure no liquid residue is left on the device after cleaning. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions. High concentrations. Prohibited products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 4th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.